Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed self-tests, alongside random manual power ons, up to the (B)(6) 2016. Temperatures are recorded below the recommended minimum standby temperature. The device records manual power ups mainly of ten minutes duration between the (B)(6) 2016. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs may suggest a failing membrane. Slight voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.